Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned a single syringe with 0.3ml graduation markings but no other forms of identification. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch # 0279520 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: consumer reported needle hub separated, stuck in shield.lot #: 0279520, catalog #: 324910. Date of event: unknownsamples: available- sending mail kit".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bag separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle hub separated. Verbatim: consumer reported needle hub separated, stuck in shield.lot #: 0279520catalog #: 324910date of event: unknownsamples: available- sending mail kit"